Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a positive result on the alinity m sars-cov-2 assay that later repeated as negative. The initial run had a valid result without any error code and a cycle number (cn) of 18.30. The customer stated the curves did look off to the them and the patient had been negative the day before (it was discussed with doctor via phone). Sample was run from the same sample tube on a different system and generated a negative result. In addition, it was run from a different sample tube, which also generated a negative result. To be absolutely sure, the customer requested a new sample which it also tested negative on another system. Per the molecular application specialist (mas), the curve review showed that instead of the software calculating a positive valid result it would have been expected that this sample should have at least received an error code for reference dye or internal control. The positive result was never reported to the patient, no negative impact occurred, as no unnecessary medication or quarantine was issued. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 is performing outside of established design performance specifications. The amplification curve of the discrepant result was analyzed. Sample ID (B)(6) was reported as positive and generated a valid result. The sample was flagged with "failedcontrol", meaning the internal control (ic) failed. Samples which receive a positive result but generate an ic flag are still valid per the alinity m sars cov-2 assay package insert but these results may need to be reviewed. Device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 and the components was performed. The manufacturing packets were obtained from abbott molecular document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 identified one additional complaint related to the reported issue, which was independently investigated and did not identify a product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 was not identified.